Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and missing o-ring reservoir tube.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked off and was taped together. Customer's blood glucose was 170 mg/dl. Customer was advised that insulin pump would need to be replaced.